Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination valve and opening curved on anterior leak test and microscopic analysis were performed which identified: striated opening on anterior, delamination total of the valve, non-penetrating nicks, opening crack and creases flat. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool, delamination total of the valve (adhesive failure) and cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.